Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. No further information was provided to determine if aforementioned causes contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution in. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the tip on the customer "expressew iii needle broke on the 4th pass and could not be found. The sales rep reported that x-rays were done but the tip was not seen in the patient" joint space. The sales rep reported that the broken tip was noticed when it was removed from the patient and may have fallen outside of the patient but he was not sure. The surgeon completed the procedure with another like device and another needle with no patient consequences. There was a 10 minute delay in the procedure. The sales rep reported that the surgeon was using #2 orthocord. The remaining half of the needle is not being returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a shoulder repair that the tip on the customer's expressew iii needle broke on the 4th pass and could not be found. The sales rep reported that x-rays were done but the tip was not seen in the patient's joint space. The sales rep reported that the broken tip was noticed when it was removed from the patient and may have fallen outside of the patient but he was not sure. The surgeon completed the procedure with another like device and another needle with no patient consequences. There was a 10 minute delay in the procedure. The sales rep reported that the surgeon was using #2 orthocord. The remaining half of the needle is not being returned.